Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that meter is not connecting with insulin pump. It was also reported that the insulin pump did not alarm no delivery. Customer's blood glucose reading was 200 mg/dl. Nothing further reported.